Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This analysis has not highlighted any chaumont defect: the need of corrective actions is not indicated.

Event description:
After review of medical records patient was revised to addressed failed right total hip arthroplasty with large adverse local tissue reaction, pseudotumor and loosening of femoral component. Operative notes indicated bone loss from ingrowth inferiorly of the cup. Added medical history, lot number, manufacturing and expiration date of cup and head. Also added product details of stem and sleeve. Corrected patient's initial. Doi: (B)(6) 2009, dor: (B)(6) 2017 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). No code available use for device revision or replacement.

Manufacturer narrative:
Additional narrative: the patient was revised to address high cobalt levels and evidence of osteolysis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address high cobalt levels and evidence of osteolysis.

Event description:
Update 22 aug 2017: litigation received. Litigation alleges pain. Added complainant information. There are no medical records provided. This complaint was updated on aug 28, 2017.